Event description:
It was reported that a user experienced a pairing failure with a freestyle libre 3+ sensor used with the ilet bionic pancreas, which was resolved after the user rescanned the sensor and observed the warmup countdown. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health or hospitalization. User support included troubleshooting and education that confirmed successful sensor pairing after reattempt. Investigation of this case revealed that the initial sensor pairing did not complete until a rescan was performed, after which normal operation resumed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction-related and resolved through standard troubleshooting.